Manufacturer narrative:
As of the date of this report, the device has not been evaluated by the manufacturer. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, the image was lost following noise/smoke from the device and lack of power button functionality. There was no reported patient injury or other adverse health consequence.